Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that when the programmer was connected to the power source, it emitted a strong burning smell and electrical sparks due to broken power supply. It was noted that the keyboard left hinge and front latch were broken. It was further noted that the display glass and bezel were broken. Additionally the hinge cover bullets and handle were broken. The keyboard cover sliding rails were cracked. The stylus was missing. The programmer was decommissioned due to lack of parts availability. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer gave strong burning smell with electrical sparks when plugged in the appliance. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.